Manufacturer narrative:
The explanted device should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the child presents with bilateral profound hearing loss of unknown etiology. According to parents report, the first four months with his new cochlear implant, he did show some response to sounds, but was never consistent in his responses. His audiologist indicated that he currently only responds to very loud sounds, the school reports that he doesn't respond to sound at all. He has been seen routinely for programming. Device testing has been unremarkable with the exception of slightly higher than typical impedance on the apical channels. It would appear that there is normal device function. Which suggests that a possible cause of hearing loss to be either neutral or central in nature. The device was explanted, however, not re-implanted. Implantation on the contra-lateral side is being taken into consideration.